Event description:
Boston scientific received information that this device was reported to have had a variation in the expected longevity. No premature battery depletion was alleged. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, should additional information become available this investigation will be updated.